Event description:
It was reported via phone call that the insulin pump had multiple unexpected restart alarms. The customer states the alarms persisted even after a battery change. Also the customer mentioned that the insulin pump was not stored for an extended period of time. The blood glucose level at the time was 3.3 mmol/l. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump passed the reset error test with no alarms. No damage was noted to the interface board. The insulin pump was received with a cracked case at the display window corner, cracked battery tube threads and minor scratches on the display window.